Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (52 mg/dl on (B)(6) 2019 and unknown value on 5/09/2019). Suspected cause was unknown, but the customer was hypoglycemic and reported that it was normal for the customer. Juice was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.